Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered that the probe was bent and the probe rinse block was worn. The fse indicated that the probe rinse block was also stuck in the down position, preventing the bsv (blood sampling valve) from rotating properly. The fse stated that the cause of the rinse block getting stuck was a burr on the mechanism which was stopping the piston that controls the movement of the rinse block. The fse replaced the probe rinse block stop and the bent probe to resolve the issues. The fse did not see the bath overflow or any vacuum errors while at the customer's site. The fse stated that the customer was unaware of the rinse block problem until the fse pointed it out to the customer. The fse indicated that the customer may have continued a cycle with the bsv in the wrong position resulting in the bath overfull error. Results: failure mode of the event is attributed to the probe rinse block which was stuck in the down position and prevented the bsv from rotating properly due to a burr on the stop mechanism; the instrument generated bath overflow errors to alert the operator to an instrument issue. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported not being able to report any results from the lh 500 hematology analyzer due to full wbc (white blood cell) and rbc (red blood cell) baths which would not drain. The customer stated that the instrument was generating bath overflow errors and the customer also discovered a leak of approximately 1 ml from the probe wash block of the instrument. The operator was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.